Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4/is-4 lead into the header of this device resulting in reported clinical observations. Please refer to the description for more information regarding the specific circumstances of this event. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise and potential oversensing on the left ventricular (lv) lead a week following initial implant. The left ventricular automatic threshold (lvat) showed noise/artifact on the lv channel. Technical services (ts) reviewed the strip and noted high out of range impedance and high pacing threshold was presented. Ts recommended to do further testing at the next in office visit. Additional information was received, stating the patient came to the office for further testing. Upon interrogation, all measurements were within normal limit. The representative attempted to reproduced noise and oversensing resulted in an impedance of greater than 3000 ohms and loss of capture at 5 volts. Subsequent movements caused the impedance and threshold to return within normal limit. The ts and physician suspected lead integrity issues and will schedule the patient for a chest x-ray. The device was reprogrammed to right ventricular (rv) only pacing. The patient will be follow up in one month. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise and potential oversensing on the left ventricular (lv) lead a week following initial implant. The left ventricular automatic threshold (lvat) showed noise/artifact on the lv channel. Technical services (ts) reviewed the strip and noted high out of range impedance and high pacing threshold was presented. Ts recommended to do further testing at the next in office visit. Additional information was received, stating the patient came to the office for further testing. Upon interrogation, all measurements were within normal limit. The representative attempted to reproduced noise and oversensing resulted in an impedance of greater than 3000 ohms and loss of capture at 5 volts. Subsequent movements caused the impedance and threshold to return within normal limit. The ts and physician suspected lead integrity issues and will schedule the patient for a chest x-ray. The device was reprogrammed to right ventricular (rv) only pacing. Diagnostic imaging made the physician question the lv lead insertion into the header. The patient was subsequently seen for a surgical revision procedure. During the procedure, despite the previous imaging, the lv to device header connection was confirmed to be normal. The lv lead was tested with a pacemaker system analyzer (psa) and normal impedance values were noted with no noisy signals. When the lv lead was reconnected back to the device header, depolarization signals were seen. Because of the age of the lead, it is likely that the lv lead will be replaced. Information has been requested regarding the event resolution, but has not yet been received. The device remains in service at this time and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise and potential oversensing on the left ventricular (lv) lead a week following initial implant. The left ventricular automatic threshold (lvat) showed noise/artifact on the lv channel. Technical services (ts) reviewed the strip and noted high out of range impedance and high pacing threshold was presented. Ts recommended to do further testing at the next in office visit. Additional information was received, stating the patient came to the office for further testing. Upon interrogation, all measurements were within normal limit. The representative attempted to reproduced noise and oversensing resulted in an impedance of greater than 3000 ohms and loss of capture at 5 volts. Subsequent movements caused the impedance and threshold to return within normal limit. The ts and physician suspected lead integrity issues and will schedule the patient for a chest x-ray. The device was reprogrammed to right ventricular (rv) only pacing. Diagnostic imaging made the physician question the lv lead insertion into the header. The patient was subsequently seen for a surgical revision procedure. During the procedure, despite the previous imaging, the lv to device header connection was confirmed to be normal. The lv lead was tested with a pacemaker system analyzer (psa) and normal impedance values were noted with no noisy signals. When the lv lead was reconnected back to the device header, depolarization signals were seen. Because of the age of the lead, it is likely that the lv lead will be replaced. Exhaustive information was requested regarding the event resolution, but a response was not received. At this time, the device remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.